Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge displayed a fill estimate of 120 units, and the changed to a fill estimate display of over 60 units. The customer's blood glucose level 171 mg/dl.